Event description:
Same case as MDR ID # 2134265-2013-09327 and 2134265-2013-09402. It was reported that automatic pullback failure occurred. During procedure, the motor drive unit failed to perform automatic pullback twice. After hitting the pullback a few times, it worked and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 65% stenosed target lesion was located at the mildly calcified and mildly tortuous left anterior descending artery. Manual pullback was attempted twice to complete this procedure.